Event description:
It was reported that contaminate was found in the vial. Contaminate was found in the vial prior to loading the radiopaque embolic bead 70-150 mic with chemotherapy agent. The vial/beads were not used in a procedure.

Manufacturer narrative:
Device analysis was performed. Returned product consisted of a lc bead shelf box and vial. The shelf box was opened prior to receipt. The vial was examined under a microscope and was unable to confirm the reported event of foreign matter in the vial.

Event description:
It was reported that contaminate was found in the vial. Contaminate was found in the vial prior to loading the radiopaque embolic bead 70-150 mic with chemotherapy agent. The vial/beads were not used in a procedure.